Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image and a flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image and flickering image due to corrosion on the charged coupled device and plug unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.